Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the stylus could not be calibrated. Three different stylus were tried without success. The programmer automaticallydefaulted to calibration screen. The programmer was returned for repair. No patient complications were reported as a result of thisevent.

Event description:
It was reported the stylus could not be calibrated. Three different stylus were tried without success. The programmer automaticallydefaulted to calibration screen. The programmer was returned for repair. No patient complications were reported as a result of thisevent.

Manufacturer narrative:
Evaluation summary: the programmer was returned and analysis confirmed the customer comment that the programmer defaulted to the stylus calibration screen but that the stylus was unable to be calibrated. Analysis also found the right keyboard hinge was broken and that there were missing hinge plate screws. Concomitant product: product ID 229047 software analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.